Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (1000 mcg/ml at 443.6 mcg/day) via an implanted pump. The indication for use was intractable spasticity and other spasticity. It was reported the patient had a motor stall on (B)(4)2019 at 4:17pm with no recovery. It was noted the patient did no recently have a MRI. It was confirmed there was no emi/magnetic sources present. The hcp plans to have the patient admitted to the hospital for itb withdrawal and schedule a replacement as soon as possible. The patient was also experiencing muscle cramps in their legs and stiffness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacture representative on 2019-aug-06. The patient's weight was provided. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported they were replacing the pump today and would like the pump off code so the pump does not alarm while they perform an analysis on the pump. It was noted the hospitals procedure is first they perform an analysis on the pump, then they send it to the manufacture for analysis. The pump off code was provided and the dose of baclofen was dropped from 1000 mcg/ml to 48.1 mcg/ml.